Event description:
During follow-up, low pacing impedance due to alleged, but not confirmed insulation damage was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable in condition and the physician elected to continue monitor the patient.